Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was opened and closed, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The stapler was used during a laparoscopic appendectomy. The surgeon opened the device, replaced the blue cartirdge with a evu35 and fired across the mesoappendix. After firing, surgeon could not open the instrument's jaws. After several mins the jaws were pryed open. A new ez35 was opened to complete the case. The surgeon dry fired the insturment after the case. Rep is returning reload evu35, batch # em0159. There was no consequence to the pt.